Manufacturer narrative:
Pr: # (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device is not charging during battery calibration. There was no reported patient involvement.